Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during and ipg replacement, system diagnostics recorded high impedances on one of the leads. As result, the lead was explanted and replaced. Effective therapy was restored post operatively.